Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign material adhered to the device but could not identify the foreign material from the provided information and if it remained in the device. It was unknown whether reprocessing was conducted in accordance with instructions for use (IFU) or not. Therefore, a definitive root cause of the foreign material remained in the device could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited residual liquid and foreign matter come out of the auxiliary water supply channel and unintended objects remaining on the olympus device. There was no patient involvement.